Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 126 mg/dl at the time of incident. The customer's blood glucose was 143 mg/dl and sensor glucose was 62 mg/dl at the time when it triggered threshold suspend. The customer stated that her blood glucose was going low to 143 mg/dl, 126 mg/dl to 106 mg/dl along with the sensor glucose of 62 mg/dl, 52 mg/dl to 48 mg/dl at the end of the call. The customer stated that the sensor triggered threshold suspend and woke her up. The sensor will not be returned for analysis.